Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized dur to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 162 mg/dl. The battery had been removed from the insulin pump prior to the call, and when the battery was reinserted the insulin pump alarmed failed battery test. The customer was advised to insert a new battery into the insulin pump and to call back to complete troubleshooting. Nothing further was reported.